Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient performed pd therapy in a "poor environment" (no further detail was provided). The peritonitis was manifested by abdominal pain, fever, and cloudy peritoneal dialysis (pd) effluent. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes not reported). At the time of this report, the peritonitis was resolving, the patient was recovering and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: relevant tests/lab data. Upon follow up, the nurse corrected the date of hospitalization as nine days after the event onset. Three days prior to the receipt of this report, the patient had recovered from the peritonitis event and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.